Event description:
It was reported during service at manufacturer that the o-ring is missing from the lid of the housing and that can cause housing to not close properly. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, o-ring seal missing, was confirmed. During the inspection the engineering technician observed that the housing was missing an o-ring seal. Device was placed in parts retention.

Event description:
It was reported during service at manufacturer that the o-ring is missing from the lid of the housing and that can cause housing to not close properly. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.